Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) visible blood in the helium tubing of the iab. Customer asked if this meant the balloon had been compromised. I verified that it was the actual helium tubing and that customer should disconnect the catheter from the pump before blood got back to it. Customer stated that they thought blood had already got into the pump. Customer clamped of the helium tubing near the insertion site with a hemostat and disconnected from the cs300. Physician had been notified that they might be replacing the catheter with another to come and remove the catheter. I reviewed that they should not use the cs300 that blood may have gotten back into and to tag it and set it aside for service. Customer stated the patient is hemodynamically stable with no harm due to this event. There was no patient harm reported. Related complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional contact details: phone number- (B)(6). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) blood in helium tubing/possibly back to pump .(B)(6) rn ICU called reporting visible blood in the helium tubing of the iab. She asked if this meant the balloon had been compromised. I verified that it was the actual helium tubing and that she should disconnect the catheter from the pump before blood got back to it. She stated that she thought blood had already got into the pump. She clamped of the helium tubing near the insertion site with a hemostat and disconnected from the cs300. She stated she had already notified the physician who might be replacing the catheter with another to come and remove the catheter. I reviewed that they should not use the cs300 that blood may have gotten back into and to tag it and set it aside for service. (B)(6) gave the catheter and pump information for complaint filing. She will keep the catheter for return and inspection. She stated the patient is hemodynamically stable with no harm due to this event. Patient is 60yo m 178cm and 88kg with femoral insertion on 1/17. She took my direct number to call if further assistance is needed. The customer has decided to retire this unit and not pursue the repair due to cost. They decided to not pursue the repair due to cost and to just retire the unit. Patient involved.